Event description:
Attempts have been made to obtain additional information, at this time additional information has not been received.

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time additional information has not been received. The system service history shows that the laser was verified successfully prior to the date of treatment. Review of the logfile for the day of treatment shows no abnormalities. The observation of the energy values during the day shows very stable values and no errors. There was also no deviation between planned and measured energy detectable. All laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A technician reported a case of diffuse lamellar keratitis one day post lasik treatment. Reporter indicated the flap was noted by the surgeon as being 'sticky' and that it took a while to get the flap lifted. Reporter stated flap settings adjusted, and there have been no other issues. Additional information has been requested.